Event description:
Pt was being mechanically ventilated using 100% oxygen. The doctors were also using an electro surgical unit (esu). During the case a fire started at the pt connection. The pt suffered first degree burns on the neck and second degree burns on the chest. Investigation conducted by the facility determined that the anesthesia machine was not at fault and did not malfunction.